Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue where the pump turned off and when she installed a new battery, the display did not return. Customer stated that she heard the pump beep and the screen read no power before it went blank. Customer's blood glucose level was 98 mg/dl. Customer stated that the part between the battery cap and the reservoir seems to be missing. Battery cap has a stripped coin slot and is a little hard to remove. Customer found that the battery was inserted in the wrong direction. Customer inserted a new aaa alkaline battery in the right direction and the display returned. A replacement battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. Customer also received a battery out limit alarm after putting in the battery the correct way. Customer was assisted with clearing the alarm. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. No further assistance needed.